Event description:
The provider states the consumer reported the drive wheel is falling off. Per tech service, the lock nut may be missing. The provider hasn't seen the chair and was calling to pre-troubleshoot.